Event description:
The patient heard a popping and pulling sound about ten days ago. The surgeon queried about the liner has engaged from the shell. During revision, the surgeon found the poly was disengaged from the shell and there was a secondary fracture and wear on the liner rim. He took the shell, liner and head and revised them. There was a small amount of metallosis (tissue staining).

Manufacturer narrative:
Additional narrative: visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. The returned femoral head exhibits signs of coming into direct contact with the acetabular cup, further supporting the disassociation. In this case (B)(4) of the ard's of the polyethylene liner have fractured as well as the rim. It is evident that the edge of the liner was loaded by the femoral head and patient body weight while implanted. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended leading to a fracture of the material and subsequent disassociation of the liner from the cup. X-ray received and reviewed. X-ray is not dated. The quality and contrast of the x-ray is poor; however, it can be seen that the femoral head is eccentrically located within the polyethylene insert of the acetabular cup suggesting the liner has disassociated from the acetabular shell. A search of the complaints databases finds no other similar reports against the product/lot code combinations. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.